Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump shutdown during patient transport could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the IV pump shut down during patient transport after going over a bump in the hallway. The pump module could not be restarted. The patient was on pressors and a second pump was available; the pressors were restarted without any patient harm. Although the system had been plugged in all day, following the event the device stated less than 5 minutes of battery power left and it shut off (even when plugged in). There was no report of patient harm.